Event description:
It was reported that, during a procedure, the physician was unable to advance the lead upward in to the epidural space. It could not be progressed beyond the end of the tuohy needle. Another lead was used, and the procedure was completed successfully. The patient outcome was reported as "ok."